Event description:
The customer reported to olympus that there was an e315 scope error while using the evis lucera elite colonovideoscope. The issue was found during reprocessing, and there was no patient arm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. The evaluation findings included the following: the angle wires were tight, and the leakage check label was discolored (indicating water invasion in the device). The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: event description: there was no delay in the diagnostic procedure (enteroscopy) due to the reported issue, and the procedure was completed with a similar device. Concomitant medical products and therapy dates: cv-290 (sn: (B)(4)), clv-290 (sn: (B)(4))/(B)(6) 2022.

Event description:
There was no delay in the diagnostic procedure (enteroscopy) due to the reported issue, and the procedure was completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion while the user was handling the device which led to an abnormality of electrical parts. As a result, the error message was displayed. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "·inspection of the endoscopic image". The user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.